Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with no delivery alarms. The customer's blood glucose level at the time of incident was 519mg/dl. The customer states they corrected with bolus after set change. The customer's most current level was 285mg/dl. The customer states the alarm was resolved by a complete set change. The customer would like to return the set and reservoir for analysis. It was unable to be determined what caused the issues. The product is being returned for analysis and replaced.